Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The reporter states the patient was admitted to the hospital the same day, with a blood glucose 560 mg/dl. The reporter did not have any details regarding the events that led to the patient's hospital admit. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.